Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance that resulted in a lead safety switch (lss) on the right atrial (ra) and right ventricular (rv) channels. Additionally, there were concerns of loss of capture (loc) and oversensing of non-physiologic signals on the atrial channel. Technical services (ts) reviewed the reports and noted that capture could not be confirmed and provided potential causes for the atrial noisy signals. The device remains in use. No adverse patient effects were reported.